Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a confirmed pacing failure, an increase to high threshold measurements and an increase in impedance measurement caused by possible interference with the implanted back up rv lead. This observation was presented on an interrogation report due to the patient presented in the emergency room (ER) for discomfort/palpitation in the chest. It was further reported that approximately four days post emergency room visit, an interrogation report revealed high impedance measurements and noise on the right atrial (ra) lead caused by a possible fracture. Reprogramming was done and both rv leads, and ra lead were later capped and replaced. No further patient complications have been reported as a result of this event.